Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing a alert tone that lasted for 10 seconds and occurred multiple times. The alert was noted to have been triggered by a magnet. The device remains in use. No patient complications have been reported as a result of this event.